Event description:
The customer states that one patient sample has generated a falsely elevated (positive) architect total b-hcg assay result of 635.79 miu/ml. The sample tested as "negative" on a non-abbott platform. No suspect results were reported from the lab. A service call was initiated. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). An abbott field service engineer (fse) inspected the architect i2000sr analyzer and found dried yellowish residue spread by the sample probe and concluded that this may have caused the erratic results. There was a possibility of the residual material falling into the reaction vessels below the load/unload diverter assembly. The fse performed system maintenance and cleaned the wash zone manifold and load/unload diverter area. Since performing the cleaning procedure, the customer has not observed any additional initially false positive b-hcg assay results. A review of the instrument log was performed. The result log confirmed the b-hcg results mentioned by the customer. Since the other pertinent instrument logs were not available, a definite cause of the erratic b-hcg results could not be determined. Complaint activity was reviewed and identified no adverse trends in association with the issue currently under evaluation. The architect system operations manual (list number 201837-108) contains information to address the customer's current issue. Since the other pertinent instrument logs were not available, a definite cause of the erratic b-hcg results could not be determined. The analyzer is performing as expected following the fse maintenance activities. A product malfunction was not identified. Review of complaint tracking and trending.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.